Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported having a patient that had been injected with juvéderm ultra plus xc in the lips by another injector. Patient had developed "sacks" on their superior medial lip. The "sacks" were described as excessive skin that looks like it has been expanded and then deflated, like a balloon. The "sacks" were considered to be permanent and the patient has been given additional injections with unspecified juvéderm ultra to disguise them. After 2 additional injections with unspecified juvéderm ultra, the excess skin is still evident.